Event description:
It was reported that arteriotomy of the moderately scarred right common femoral artery was attempted using the perclose proglide device after a coronary stenting procedure. Reportedly, during advancing the perclose proglide in the tissue track toward the artery, the skin surface was buckling (dimpling/bunching). The device was removed and hemostasis was achieved using a femostop. The patient has reportedly had multiple arteriotomies in the right common femoral artery and scar tissue was noted during the femoral angiogram. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure. The physician is reported to be in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. The skin dimpling is an indication of difficulty to insert the sheath into the vessel. The device sheath insertion can be influenced by, but not limited to, manufacturing, user technique and anatomical conditions. Each sheath is inspected and the lot build quality is also verified as party of destructive lot acceptance testing. There was no indication of a manufacturing influence reported. Reportedly, the user was in-training in the use of the proglide device, but may have been familiar with the use of the device. This can be an indication of a reported user technique influence. The vessel was reported to be scarred that can be seen during performing a femoral angiogram; however, no information was received indicating if a proglide device was used in the previous arteriotomies. The investigation indicated there may be a user technique influence as the user was in-training in the use of the proglide device and an anatomical condition influence of scarring and prior arteriotomies. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).